Event description:
It was reported that the balance middleweight (bmw) guide wire crossed the 98% stenosed lesion in a saphenous vein graft to the anastomosis. A vision stent was deployed successfully at the lesion. The guide wire was removed from the patient. An attempt was made to re-advance the same guide wire; however, the tip of the guide wire caught on the proximal end of the vision stent, prolapsing the tip. An pilot 50 guide wire was advanced through the stent and a balloon catheter was inflated at the tip of the guide wire to support removal of the guide wire from the patient; however, this was unsuccessful. A finecross was advanced over the bmw; however, at this point it was noted that the tip of the guide wire had sheared off. As retrieval attempts had failed, a balloon catheter was advanced into the vision stent and inflated, embedding the guide wire tip in the stent to the vessel wall. No patient adverse effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned bmw guide wire found the shaping ribbon and tip coils were separated, confirming the reported separation. The distal portion was not returned for analysis. The core was noted to be intact. Multiple bends and offset or overlapped intermediate coils were noted in the guide wire, which, based on visual analysis, appear to have been due to post-procedural handling, possibly during packaging for shipping back to abbott vascular. Multiple kinks were noted in the shaping ribbon, which also, based on visual analysis, appear to have been due to post-procedural handling. It was noted that the guide wire caught on the proximal end of the previously implanted stent and prolapsed. The stent reportedly deployed successfully. The stent catching on the proximal end may have been due to some amount of poor apposition though none was reported and ultimately a definitive cause for the guide wire getting stuck cannot be found. The prolapse of the guide wire is likely due to the guide wire being advanced after it became caught on the stent. During attempts to remove the guide wire from the stent, the guide wire tip was noted to have become separated. A guide wire tip separation of this nature may happen when the tip is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. The scanning electron microscopy (sem) analysis indicated that shaping ribbon separation was due to torsional overload. The sem images of the tip coils were inconclusive, but the noted stretching in the tip coils indicates that they likely yielded due to tensile force after the shaping ribbon separated. Based on reported information, it is likely that the separation occurred a result of attempts to remove the guide wire from the stent. As this separation appears to be related to the guide wire becoming caught and subsequent attempts at removal, there is nothing to indicate a deficiency with the device. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. During production, all guide wires are inspected for outer dimensions and tip damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50. Guide cath: finecross. Stent: rx vision. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.